Manufacturer narrative:
Only the bullet tip that was removed from the patient was returned. The remainder of the electrode was discraded by the user. Investigation findings/results: the tracer sheet had no abnormalities or rejects associated with this lot and model. All electrodes on the tracer fully passed qc inspection. The bullet-tip contact was physically examined and there are no obvious signs of damage to the contact itself. There is no way for pmt to determine exactly how the contact pulled off of the electrode, but it is clear that it happened based on the customer report. Investigation conclusion/cause of problem: all seeg electrodes are 100% inspected and because the electrode passed qc inspection, there was no manufacturing issue with the electrode itself. For the bullet-tip contact to come off and get left behind in a patient, it is likely that an excessive force was applied to the electrode at some point during placement, while implanted, or during removal. The depthalon manual states to handle the electrodes with extreme care to avoid damage.

Event description:
The doctor placed the electrode ((B)(6) 2024) and when tested, the #1 contact was not reading the electrode was replaced right away. When the post op scan was performed on (B)(6) 2024, the #1 contact was still in the patients head. Another surgery was performed to remove the fragment that was left behind. He made an incision and a small burr hole to retreived the contact on (B)(6) 2024.